Event description:
(B)(6) 2014 per (B)(6): as patient was having PICC line inserted in angio holding area, upon attempted removal of wire, wire became stuck and shredded off in patient arm. A piece of the shredded wire became dislodged in patient's right arm. Unable to remove.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reyh0383 showed no other similar product complaint(s) from these lot numbers.